Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during device operation that the syringe pump had iui rib damage and contamination on the connector pins. This was reported to bd representatives during site visit. Devices were in clean utility room. There was no patient involvement.